Event description:
Soundtec device implanted without warnings from dr or maker to hazard of pt work area. Upon returning to work pt felt blow to right side of head described as baseball bat blow. Dr. Stumped - after weeks of various medication - suddenly realized pt worked around high magnetic machinery. Contact created a torque, caused rattling in ear. Device removed without warnings from dr or soundtec as to possible hazards, now pt has continous ringing, veritgo, nausea, no taste on right side of tongue. Also before implant pt had 84% speech discrimination now has 0%.